Event description:
The user facility reported the vitrectomy cutter stopped cutting during the procedure. Another cutter was used to complete the procedure with no impact to the pt.

Manufacturer narrative:
Evaluation completed. One opened bl5225 pack from lot v0620. The tip protector was in place, as it should be. The needle does not appear to be bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was off center of the vent hole in the side of the cutter body by approximately 5 degree or less. The aspiration line connector that was approximately 10 inches from the back of the cutter is loose. After re-tightening the connectors, a functional test was performed using a stellaris pc system. At first the cutter had good clean cuts at 5000 c.p.m. However, after testing the cutter at various cut rates for about 45 seconds and then increasing the rate back to 5000 c.p.m. The inner needle ceased to retract fully from the port window causing it to be blocked, reducing aspiration and preventing cutting at 5000 c.p.m. The cutter had good clean cuts below 4000 c.p.m. The sterilization and lot history records have been reviewed and found to be acceptable.